Manufacturer narrative:
(B)(4). There was no reported product deficiency. Hypotension and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post a non-abbott stent procedure of the distal left anterior descending artery (lad), while in recovery the patient complained of sickness and looked very pale and had low blood pressure. An EKG noted very high st elevations. The patient was transferred to the catheterization lab and it was reported that the lad was totally occluded. Two non-abbott aspiration catheters were used to remove the thrombus followed by a non-abbott balloon dilatation. The patient was placed on a balloon pump and ventilator. It was reported that the patients lungs did not appear good. As of (B)(6) 2011 the patient remained on the balloon pump. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.